Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 38mm amplatzer septal occluder was chosen for implant using a 12f non-abbott delivery sheath. During the procedure, while deployment it was noted that the occluder was not conforming to its desired shape and took form of cobra deformation. Therefore, they had to retrieve the device back and the procedure was aborted. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment, and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.